Manufacturer narrative:
(B)(4). Date of initial report : 12/09/2016. Date of follow-up report : 01/31/2017. One lf1737 was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned product met specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found no defects. The customer reported a partial seal and sparking. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. A full thermal effect was visually verified. No sparking occurred during tissue testing. The investigation found the device to function normally and within specifications. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a thoraco/esophagus procedure in the last half of the procedure, the device sealing was incomplete and a spark occurred. The device took longer to complete the seal cycle, and although sealing was completed (end tone was heard), oozing bleeding occurred. The spark occurred when activation was attempted after grasping tissue (greater omentum). The jaws were cleaned with wet gauze every time a seal was made and the knife trail was cleaned but the issue was not solved. A new device was opened to continue the procedure. There was no patient harm and the operating time was not extended.